Manufacturer narrative:
Date received by MFR: 30aug2019. Report date: 03sep2019. The touch screen assembly was returned to failure investigation for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touchscreen measured resistance are out of specification. The manufacturer¿s field service engineer replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported touch screen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date of report: 03jul2019. Date rec¿d by MFR:02jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.